Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 437 mg/dl and the cause was not known. The ketone level was moderate. As the customer was not feeling well, the contact changed the pump supplies. An insulin injection was administered to address the bg level. Bg lowered to 100 mg/dl.